Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply cable was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed intermittent communication failure error messages that required a reboot to regain functionally. There is no report of patient injury associated with this event.